Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted them in resetting the pump. The customer continued to use the pump for insulin therapy.